Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that both the fan tray and fuse in the ny area of the pdu were defective. The fse replaced the fuse and fan tray to resolve the issue. The defective pdu fantray was sent for analysis and results indicated that the interconnection board (pcba) within the unit was defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.